Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported the device was explanted. The patient had adequate stimulation in the right places but had no pain relief. The patient also needed an MRI for further work up. Reprogramming was performed. There were no alleged product issues. If additional information becomes available regarding the patient¿s outcome, a follow-up report will be submitted.